Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon interrogation, the device was found to be in backup vvi mode and could not be interrogated further. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Corrected information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.